Event description:
It was reported that on an unknown date in (B)(6) 2009, the patient underwent a direct lumbar interbody fusion from l4-l5; l3-l4 and l2-l3 with placement of anterior interbody cages (¿the first surgery¿).the patient was implanted with rhbmp-2/acs. Between (B)(6) 2009 and (B)(6) 2011, the patient continued to suffer from back pain, which was unrelieved by the first surgery and which required to wear a back brace.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.